Event description:
During a left heart catheterization, the physician was using the pt graphix wire. The pt graphix wire was removed by the physician and the tip of the wire was sheered off. The fragment was retained inside the vessel. Subsequent CABG x 3.